Manufacturer narrative:
The actual device was retuned for evaluation. (B)(4) evaluated the device and observed that the device had no rotation and was locked up. Therefore, the reported condition was confirmed. It was determined that this was due to corrosion on the bearings and gears in the motor. This type of damage was indicative of immersion during cleaning, which was failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the compact speed reducer device had locked up and was not spinning. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.